Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly revised due to infection. Age at primary:(B)(6). Side: l. Primary asa: p2-mild disease not incapacitating. Revision njr index no:(B)(4). Sex: (B)(6). Primary bmi: 0.